Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. Dealer stated the unit's alarms are not functioning.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated the unit's alarms are not functioning.